Manufacturer narrative:
Product not available for eval as it was implanted in the pt. Lot number was not available. Review of manufacturing and quality documents not possible as the batch/lot number is not given. Complaint can not be confirmed or evaluated.

Event description:
Country of complaint: (B)(6). During inserting of the rod into the s4c oct polyaxial body, the assistant noticed that the inlay had become loose and rotated in the body; therefore it wasn't possible to insert the rod. The inlay was arranged correctly with a raspatory, so it was possible to insert the rod correctly. Operation time delay about 15-20 minutes. No pt injury/harm. Surgery was completed successfully.